Event description:
The patient fell, "but didn't hit anything". The therapy was "no good". In early (B) (6), impedances were all fine. Current therapy impedance was >2000 ohms with 0- and 1+. Electrode impedances measured >2000 for all pairs except 0-c, 1-2, and 2-3. Only 3-c had a current reading of 12. All others were higher than 12. The patient's second device was reported to be fine. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report #3004209178201001159.

Manufacturer narrative:
(B) (4).